Event description:
The patient reported that she had another pump put in and "she had a problem". It was noted that the patient was talking very fast and would not slow down, was frantic, and was having a hard time focusing during the call. The patient reported that she was going to the hospital as she had a migraine for days non-stop and "it came out yellow and red". Clarification determined that the patient was going back and forth to neurosurgeon and was "pouring out" fluid from the back where the incision was. The patient was told by the doctor to lay on the back and apply pressure with a towel under it. It was noted that the pouring out fluid stopped, as it dripped for a few days and then completely stopped. It was noted that the patient had scabs on her and it had been "seven weeks since surgery". The patient reportedly was in excruciating pain with a lump on her back with a scab there. It was noted that the scab changed from brown to white with a clear weeping liquid described to look like a weeping mosquito bite. It was noted that they were not sure what was going on with the lump on the back, the migraines, the seroma, and the leaking. It was noted that the patient needed to get a refill in the coming week. It was reported by the patient that this pump turned upside down and it couldn¿t get a reading and was flipping. The patient reportedly saw her healthcare provider (hcp) twice in the last week and they were able to get a reading on the pump. The patient noted that she wasn't sure if it was the morphine or a spinal leak. It was noted that the patient had ten back surgeries and was "really scared" and could "not think straight". The pump was delivering morphine.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported symptoms the patient was experiencing consisted of a wound infection. In terms of interventions, the catheter was removed. A culture was done and the results were anaerobic; (B)(6). Pathology findings revealed cellulitis. In terms of patient status, they improved following the explant. No further information was provided.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).